Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there was a hold in the tubing of one device and blood sprayed out onto the staff member. The extent of exposure was not reported nor if there was any medical treatment or intervention.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.